Event description:
Patient undergoing right hip hemiarthroplasty which requires patient to be in lateral position on or table. When patient was turned anesthesia note: the patient developed severe bronchospasm in the or upon change of the position from lateral to the supine; quick desaturation of oxyhemoglobin, increased airway pressures, low tidal volumes, difficult ventilation, severely diminished breath sounds bilateraly. Ett suctioned out, no secretions or aspirate, albuterol inhaler administered via ett with good results. Ett (vital signs co brand) noted to be soft to palpation, I could not exclude kink in the oropharynx; pillow was removed from under the head, suction catheter passed again via ett and resistance suggesting kink was noted. Abg: ph 7.14, pco2 69, po2 100, bicarb 23.5, be -5.8, sao2 94.6. Oropharynx suctioned out, glidescope backup; ett exchanged to different brand (stiffer and not softening in the body temperature) performed over eschman introducer.======================manufacturer response for reditube endotracheal tube with stylet (per site reporter).======================to file medwatch and return the affected product.